Event description:
Reported that a customer performing a cross-over study obtained a potential false positive anti-hbc result on one pt sample. The sample was negative when tested on one alternative method and equivocal when tested on a second alternative method. A false positive result may result inappropriate physician action. There was no report of pt harm as a result of this event.